Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to fluoro and would not stop until it was turned off. This occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There was no patient injury or death reported.